Event description:
It was reported that the device was explanted after an implant duration of approximately 60.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral stenosis, secondary to calcification.

Manufacturer narrative:
This is a final report. The customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The meter performed in accordance with manufacturer's instructions for use. This is a final report. The reported meter device ((B) (4)) was returned. The meter was tested and the complaint was not confirmed. All functional test results were within range specification for the device and no new issues were observed. Strip lot 6cjk6g was identified to be used during the reported event. Retain testing on lot 6cjk6g has been performed. Testing on strip lot 6cjk6g was performed with low control solution (lot 64676q101) and high control solution (lot 64818q101). Forty-eight tests were performed in total. All results were within range specification and the standard deviation fell within specifications. No errors or issues were observed during retain testing. No precision readings issue was noted during retain testing of strip lot 6cjk6g. The report indicated the product was performing within its performance claims and met manufacturer's quality specifications prior to release.

Event description:
A health care professional reported receiving a high reading of 500 mg/dl on an adc blood glucose monitor. The laboratory reference reading of 144 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.